Manufacturer narrative:
Analysis of the available patient files revealed: an irregular battery depletion between (B)(6) 2025, no overconsumption. Based on available information, the origin of the irregular battery depletion between (B)(6) 2025 could not be determined, a battery issue could not be excluded. A weekly rms report is recommended, in order to monitor the battery voltage value. The ICD device explantation should also be considered.

Event description:
On (B)(6) 2024, a ulys dr 2540 (s/n: (B)(6)) was implanted. Reportedly, on (B)(6) 2025, the hospital medical engineer confirmed a red alert on the lead via remote monitoring, but the details of the alert were not displayed and are unclear. He would like to know the details of the alert. Also, he believes the battery life may be shortened depending on the settings, but since the ulys battery life is short, he asked to analyze whether the battery was depleting prematurely.

Event description:
On (B)(6) 2024, a ulys dr (B)(6) (s/n: (B)(6) was implanted. Reportedly, on (B)(6) 2025, the hospital medical engineer confirmed a red alert on the lead via remote monitoring, but the details of the alert were not displayed and are unclear. He would like to know the details of the alert. Also, he believes the battery life may be shortened depending on the settings, but since the ulys battery life is short, he asked to analyze whether the battery was depleting prematurely.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report preliminary analysis of the available patient files revealed: o an irregular battery depletion o no overconsumption based on available information, a battery issue could not be excluded. A weekly rms report is recommended, in order to monitor the battery voltage value. The ICD device explantation should also be considered.